Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold was noted. A perforation was confirmed. The lead was successfully repositioned.